Manufacturer narrative:
Date of event-(B)(6) 2017 is an estimate. Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va1h251, implanted: (B)(6)2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neuro stimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the adhesive came off, started braking out in hives, there was an incisional wound opening and patient got an infection. It was reported that the device came loose, moved to the edge of the patient's back, and tried to come out the incision which caused the infection. It was reported that the whole system was explanted. No further patient complications were reported / anticipated as a result of this event.